Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a leak was confirmed. Baxter received one sample for evaluation. Visual examination of the sample showed no sign of physical abnormality. The bladder was subsequently filled with dextrose solution to its maximum volume. During fill, leak was noted at the junction of the tubing and the stress-member. The root cause was determined to be insufficient bonding at the seal between the tubing and stress member. (B)(4). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that a folfuser had a leak before patient connection. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.